Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to pump would not inflate or deflate. All components were explanted and replaced.